Manufacturer narrative:
Upon review of the alarm trace, there were several alarms indicating that foam was detected on several samples. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. A workaround has been provided to customers.

Event description:
The initial reporter stated that they received discrepant results for three patient samples tested with the elecsys vitamin d total gen. 2 assay on a cobas 8000 e 801 module. Incorrect results were reported outside of the laboratory and later corrected with the repeat values. The first sample initially resulted with a vitamin d value of > 100 ng/ml accompanied by a data flag. The sample was then automatically diluted times two and repeated by the analyzer, resulting with a value of 17.5 ng/ml. On (B)(6) 2019, the sample was re-centrifuged and repeated, resulting with a value of 13.1 ng/ml. The sample was manually diluted times two and repeated, resulting with a value of 21.6 ng/ml on (B)(6) 2019. The first sample initially resulted with a vitamin d value of > 100 ng/ml accompanied by a data flag. The sample was then automatically diluted times two and repeated by the analyzer, resulting with a value of 47.5 ng/ml. On (B)(6) 2019, the sample was re-centrifuged and repeated, resulting with a value of 25.2 ng/ml. The sample was manually diluted times two and repeated, resulting with a value of 34.6 ng/ml on (B)(6) 2019. The first sample initially resulted with a vitamin d value of > 100 ng/ml accompanied by a data flag. The sample was then automatically diluted times two and repeated by the analyzer, resulting with a value of 32.9 ng/ml. On (B)(6) 2019, the sample was re-centrifuged and repeated, resulting with a value of 39.1 ng/ml. The sample was manually diluted times two and repeated, resulting with a value of 47.6 ng/ml on (B)(6) 2019. No adverse events were alleged to have occurred with the patients. The e 801 analyzer serial number is (B)(4).

Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall. Correction removal report number has been updated.